Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of unable to communicate was confirmed in the laboratory. The device was tested on the bench and our automated testing equipment. Analysis found the cause of the anomaly was loss of battey power. The cause of the battery depletion is undetermined.

Event description:
It was reported that during follow up, the device could not be interrogated. The device was explanted.